Manufacturer narrative:
(B)(4).

Event description:
The complaint states a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2020. When the patient removed a stuck applicator, the sensor pod was attached to the applicator, the needle remained extended, but he was unable to locate the sensor wire. He went to the emergency department where he was evaluated for a detached, retained sensor wire. An unspecified scan was performed to locate the sensor wire, but the wire was not located. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.